Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was placed in an enteral feeding replacement procedure in 2005 . According to the complainant, within four hours after placement, the balloon was found to be deflated. Another device was used to complete the procedure (unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A visual examination of the returned device found the balloon has a small pinhole in it, causing leakage and rendering the device non-functional. No conclusions could be drawn regarding the root cause for this complaint.